Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 15-sep-2016, the fse replaced the substrate syringe and the 3-way valve on top of the heater. The customer calibrated and ran controls, and verified the results. Instrument operation was verified. The most probable cause of the reported event was failure of the substrate syringe.

Event description:
On (B)(6) 2016, the customer reported that only two of the four screws on their aia-360 analyzer could be tightened and requested service. On (B)(4) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.